Event description:
The international customer reported that the ventilator would not function on battery power. The customer reported the device was not in use therefore there was no patient harm. The customer reported that this is an out of box. The customer returned the unit to the factory and replacement vent was sent to this customer. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.